Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a carelink monitor transmission identified a power on reset (por). The clinic has tried contacting the patient, but have not had success. The device is currently vvi 65 beats per minute (unless the patient has had it interrogated somewhere else). The device had not been checked by this clinic for two years. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.